Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted on other side of sensor base, and visually found cannula damage (broken) with broken part still in tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer's trainer reported via phone call that customer had sensor anomaly. Customer's blood glucose was 161 mg/dl. The customer's trainer advised that patient has been having bent cannulas with the infusion sets she has been using. The customer's trainer stated that when she removed the needle for her sensor the sensor cannula pulled up with it causing the sensor to be retracted . The customer was informed that we would ship a replacement sensor and will return damaged sensor.